Event description:
Customer reported an unexpected negative reactions while doing validation. Out of 1000 samples there were 20 positives; from those 20, the instrument picked up 17 and missed 3 antibodies (anti -jka , anti -m , and anti-c).

Manufacturer narrative:
Customer's returned samples (3) were tested with crrs, lot n154 (n153 used at the time of the complaint, expired prior to receiving the complaint) on an in-house galileo. Two of three samples (reported to be anti-c and anti-jka) were moderately reactive; one sample was nonreactive (reported to be anti-m). The nonreactive galileo sample was tested with panoscreen I, ii and iii, using immuadd as the potentiator. An is and 15' rt incubation were included. The sample was nonreactive with cell I (m-), very weakly reactive with cells ii (m+n+) and iii (m+n-) at is, moderately to strongly reactive at 15' rt, suggesting a strong igm component.